Event description:
It was reported that upon completion of femoral mapping, navio restarted case and surgeon completed surgery with manual instrumentation.

Manufacturer narrative:
H10: the device was used in treatment when the navio exited and restarted the cases upon completion of femur free collection. Case log files and screenshots were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified 9 prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The point of failure for this case was during surface data collection, and the recover action states to "the knee is unaffected by the procedure. Remove the tracker arrays, the bone pins and the checkpoint pins and proceed with conventional instrumentation. Use conventional procedure as described in the applicable total knee system surgical technique." Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that there was a software crash caused by poor data collection and the inability for the software to handle it effectively to create the bone model. The malfunction was due to a software failure and this issue is being investigated by the software engineering team. Per complaint details, the device malfunctioned during use. Based on the information provided, there was no surgical delay or patient injury/impact as the procedure was completed by changing to manual instrumentation; therefore, no further medical assessment is warranted at this time